Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found in safety mode upon the patient's presentation to the hospital after receiving 2 shocks; tones were also reported coming from the device. The patient was hospitalized and monitored overnight during which time right ventricular (rv) lead noise resulting in pacing inhibition and asystole of varying durations was observed. The noise also resulted in at least one instance of inappropriate shock. A revision procedure was performed the following day at which time device therapy was programmed off and a temporary pacing system was used. Periods of asystole continued to be observed during the procedure, including one instance lasting longer than 15 seconds resulting in patient syncope; it was suspected that the temporary pacing wire was not stable during the procedure. The device was replaced and procedure completed without further complication or lasting impairment to the patient. This lead was connected to the newly implanted device and remains in service. No additional adverse patient effects were reported.